Event description:
During a coronary drug eluting stenting treatment procedure the catheter shaft broke. The lesion located in a tortuous, non-calcified, 80% stenosed mid lad was predilated with a 3.0x20mm maverick balloon. The physician was attempted to insert a taxus express2 2.75x32mm drug eluting stent on a choice pt wire when the proximal shaft broke in two pieces. The physician felt the had not pushed any harder that usual, however, he though there may have been a kink in the proximal shaft. The catheter was completely removed without difficulty. The procedure was completed with another taxus stent. No pt complications were reported.